Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat pt, the device's display intermittently blanked out. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.